Manufacturer narrative:
The insulin pump was received with a motor error alarm during the occlusion test and was unable to prime during the prime test due to faulty force sensor resistor. Motor passed the motor test. Unable to perform the occlusion test due to the motor error alarm. The device was received with the intermittent button response and the button error alarm due to corroded keypad traces. The insulin pump had a cracked display window corner, scratched lcd window, cracked battery tube threads, cracked reservoir tube lip, and cracked reservoir tube window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 80 mg/dl. The customer stated that her insulin pump had a button error alarm. Advised the customer to discontinue use of the insulin pump and revert to a backup plan. Troubleshooting was not performed for the low blood glucose because the insulin pump had a button error alarm. The device was returned for analysis.